Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction test strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires medical attention. Customer's expected blood results are 200-300mg/dl fasting. Verified the strips expire 10/27/2017. Customer confirms the strips are stored in her office and were first opened 4/13/2015. Customer performed back to back blood test, 470mg/dl and 460mg/dl not fasting. Reviewed meter memory: (B)(6). She normally runs very high and when she got the "lo" results she had symptoms of hyperglycemia.

Event description:
Customer complaint of blood result reading of "lo". Customer states that she feels well and requires medical attention. Customer's expected blood results are 200-300 mg/dl. Fasting. Verified the strips expire 10/27/2017. Customer confirms the strips are stored in her office and were first opened (B)(6) 2015. Customer performed back to back blood retest, 470 mg/dl and 460 mg/dl not fasting. Reviewed meter memory: lo mg/dl, (B)(6) 2015, 10:38:00 am, fasting: yes; lo mg/dl, (B)(6) 2015, 04:55:00 pm, fasting: no; lo mg/dl, (B)(6) 2015, 04:54:00 pm, fasting: no; lo mg/dl, (B)(6) 2015, 11:22:00 am, fasting: yes; 432 mg/dl, (B)(6) 2015, 11:46:00 am, fasting: no. She normally runs very high and when she got the "lo" results she had symptoms of hyperglycemia.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).